Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed. No parts related to the reported issue were found defective and therefore have not been replaced. The ventilator was evaluated on-site by our field service engineer(fse). It was not possible to download the device logs during the first on-site visit. The ventilator displayed a "the breathing sub-system version is incompatible" message. During a later service on-site, the software was reinstalled after the printed-circuit(pc) boards were reseated in the ventilator. The ventilator was returned to service after passed pre-use checks tests were completed. Our conclusion is that the cause for the reported problem could not be established from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator was not working. There was no patient involvement. (B)(4).